Manufacturer narrative:
(B)(4). Batch #: unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic hepatectomy, scissoring occurred four times in a row. The clips scissored. The surgeon commented that the device approached the target tissue diagonally. The device was used on the vessel. No bleeding was observed during use. When an "endo clip 3" was used, scissoring did not occur. Another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.